Event description:
During a visit, the sales rep was told of an incident that occurred at some time in the past, that a pt had developed a goose-egg size bump (cellulitis) at the catheter insertion site. This was a rib fracture pt, but no other information was provided.

Manufacturer narrative:
No sample was rec'd for evaluation and investigation. Without the actual product or lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and the lot history cannot be reviewed. Information provided by the initial reporter indicated the pt had developed a goose-egg size bump (cellulitis) at the catheter insertion site. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors.